Event description:
On (B)(6) 2020, the patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was displaying the error 5. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that they obtained error 5 messages with "two batches of test strips" at 16:50 on (B)(6) 2020, the patient reported that they couldn't test due to this issue. The patient stated that they manage their diabetes with insulin (novolog, dosage not specified). The patient continued to follow their usual diabetes management regimen in response to the alleged issue. They reported symptom of "sweating" on (B)(6) 2020, after the alleged issue began; symptom they believed may have been caused by low blood sugar however stated that no treatment was received. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue, however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.